Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had difficulty recharging their ipg. As a result, the patient had their scs ipg replaced. The issue has reportedly resolved.